Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil was noted at 66.7 cm ¿ 66.9 cm from the distal tip, consistent with lead friction to device can.

Event description:
This report is to advise of an event observed during analysis.